Event description:
It was reported to medtronic neurosurgery that the surgeon inserted the tuohy needle and fed the catheter through the needle. When he removed the tuohy needle the catheter tip had sheared off.

Manufacturer narrative:
The catheter was returned in two segments and the tear site was jagged. It is unk how or when this damage occurred. The returned segments were patent when tested individually and the catheter met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that "to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously." A review of the mfg records showed no anomalies. No impact to the pt was reported.